Manufacturer narrative:
(B)(6) 2016 12:07 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device was returned to the factory for evaluation. Evidence of clinical use was observed. Blood was not observed on the device or in the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The following measurements were taken; the inner delivery tube diameter was measured as [.198] in. The outer diameter was measured at [.22] in. The length of the delivery tube was measured at [2.50] in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal opened and was left in the loader when the delivery system was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal opened and was left in the loader when the delivery system was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.